Event description:
While performing a battery life estimate for a vns patient's ncp device, it was revealed that an interrupted diagnostics test had inadvertently disabled the device. The programming history also indicated that a final interrogation of the patient's device was not performed as the last step of the programming session and that the event was not corrected until the patient's next follow up visit. As indicated in product labeling, cyberonics recommends interrogating the pulse generator as the last step of any programming or diagnostic session to verify correct settings for each parameter.

Manufacturer narrative:
The initial report inadvertently listed the wrong software version number.

Manufacturer narrative:
Analysis of programming history.